Manufacturer narrative:
B.5. Updated.

Event description:
The following information was reported to gore: on (B)(6) 2018 patient underwent treatment of a thoracic aortic dissection, unknown maximum aortic diameter, zone 2, with two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 a CT revealed a type ii endoleak. The maximum aortic diameter was 59.1mm. On (B)(6) 2018 a reintervention occurred whereby a second ctag device was implanted and several embolization plugs were placed in the false lumen. On (B)(6) 2018 a CT revealed the maximum false lumen diameter was 48.2mm. On (B)(6) 2019 the maximum false lumen diameter was 53.2mm. On (B)(6) 2020 persistent false lumen perfusion was reported. This false lumen perfusion was reportedly coming from the same area as the previous incidence. A reintervention is planned to take place when status has calmed down. The event is ongoing.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to aneurysm enlargements.

Event description:
The following information was reported to gore: on a (B)(6) 2018 patient underwent treatment of a thoracic aortic aneurysm, unknown diameter, zone 2, with two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 a CT revealed the maximum false lumen diameter was 48.2mm. On (B)(6) 2019 the maximum false lumen diameter was 53.2mm. On (B)(6) 2020 persistent false lumen perfusion was reported. A reintervention is planned.